Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, rupture, capsular contracture, sloshing. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 500cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including unspecified illness, crunching sound in her knees when she flexes her knees, white lines on her nails, weird feeling in the back of her throat, diarrhea ((B)(6) 2020), gastrointestinal symptoms, cold feet, joint aches, joint pain, scapula pain in upper back, shortness of breath, neck strain, scalene shows in her neck, squishing sound in her breasts at touch (for the last few years), burning sensation (especially on the left side), and stickiness on her breast skin (bilateral). In addition, the patient experienced bilateral capsular contracture (grade unknown) and rupture. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. The patient stated that most of her symptoms were improved after the explantation. The audible sound of the breast prosthesis post implantation surgery is self-limiting and does not indicate any deficiency or malfunction of the product. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Residual air within saline breast implants can cause patient discomfort due to the mechanical and auditory effects of sloshing. Small amounts of air have no clinical significance, but if larger quantities are present and audible, the patient is reassured that the implant shell is gas-permeable and that the air will dissipate/diffuse. This report is for the right-sided prosthesis.